Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester attempted to activate the jaws on a wet sponge before they put it into the body and the jaws did not activate. Therefore, they opened up a new kit and everything worked per usual. No patient involvement.

Manufacturer narrative:
(B)(4). The lot # 25151194 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not come on. A replacement device was used to complete the procedure.